Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty light emitting diode. However, the specific cause of the faulty light emitting diode was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of character display on the panel had disappeared was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit character display on the panel had disappeared. There were no reports of patient harm.

Event description:
The malfunction occurred during procedure. The therapeutic procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.